Event description:
In 2008, the patient was treated for a thoracic aortic aneurysm, and was implanted with three gore tag thoracic endoprosthesis. Measurements for the patient's aortic anatomy were not given; however, it was noted that the aortic angulation was sharp. In 2009, a reintervention occurred to repair a proximal type-1 endoleak. As planned by the physician, a conduit was used because the external iliac diameters were too small for the sheath. The patient was implanted with an additional gore tag device. The endoleak resolved. The patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Further investigation is in process. Additional device related to this event: tg4020/04347683 and tg4015/04771093. Attempts to acquire information required for this form were made by gore.